Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out of range shock impedance measurements via a remote monitoring system. All other lead measurements are stable and within range. The physician is aware of this high measurement and will continue to monitor the lead for now. To date, no adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Additional information was received that continued high out of range shock impedance measurements were observed. The device recently delivered shock therapy and high out of range shock impedance measurements greater than 125 ohms was observed during shock delivery. The shock therapy was felt to be inappropriately delivered for atrial fibrillation (af). Boston scientific technical services (ts) discussed troubleshooting options.

Event description:
Additional information was received that the physician planned to schedule the patient for in clinic commanded shock testing on an unknown date in the future.

Manufacturer narrative:
The explanted portion of the lead was destroyed during explant and was discarded. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that oversensing, pacing inhibition and continued high out of range shock impedance measurements were observed. An invasive procedure was performed. The device was explanted and the case became dented by the instrument used to grip the device during explant. During laser extraction of the rv lead, the lead became fractured near the distal coil. The distal coil and fixation mechanism remain in the rv and the remaining portion of the lead was explanted. The patient was fitted with a life vest and discharged from the hospital with a plan to explant the remaining portion of the lead on an unknown date in the future. No additional adverse patient effects were reported.